Manufacturer narrative:
Result and conclusion codes: bed scale had not been properly zeroed.

Event description:
It was reported by service report that the bed exit was not working. No pt involvement or adverse consequences were reported.